Manufacturer narrative:
(B)(4). Additional information obtained from the customer states the patient was treated by aerosol: terbutaline 5 mg/2ml and ipratropium 0.5mg/2ml and the saturation increased quickly." A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device, or a picture of the alleged defect reported, has not been received by the manufacturer at the time of this report. Based on the lot 278157 provided, the nuevo laredo lot numbers for component 12228 were obtained. A device history record review shows that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. No corrective actions can be assigned. In order to perform a proper and thorough investigation to confirm the alleged defect reported, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "leakage appeared at the level of the screw path. So the nurse screwed it. And then it separated from the device." Alleged event reported to have occurred during use. It was reported the patient experienced a "major desaturation (patient under 8 litters of oxygen). After the change of the humidificator and treatment, the saturation quickly increased."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the sample was received without component part number 12228 (adaptor, snap-on flowmeter, french). To perform a proper investigation and determine the source of reported defect (leakage appeared at the level of the screw path) it is necessary to evaluate the complete sample involved on this complaint.

Event description:
Customer complaint alleges "leakage appeared at the level of the screw path. So the nurse screwed it. And then it separated from the device." Alleged event reported to have occurred during use. It was reported the patient experienced a "major desaturation (patient under 8 litters of oxygen). After the change of the humidificator and treatment, the saturation quickly increased."